Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant. The device exhibited telemetry connections issues during procedure. Technical services (ts) discussed that since the active telemetry connection was lost the device probably operates as it is currently in an active telemetry session and will need to wait nearly five minutes to allow the device to time out. Ts recommended to apply a magnet to re start the telemetry command frequency and to turn off all external equipment. The field representative tried all of those options but still cannot interrogate the device. Ts indicated to consider doing 60/60 magnet reset and talked about beeping tones after reset, using a stethoscope to listen for beeping as well. Furthermore, the magnet reset was done, and the device still could not be connected. Subsequently, another device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device was performed, and several attempts were made to establish radio frequency (rf) communication, but the device was not able to connect. Device does have beeper, and the wake up pulse test was performed and found no rf pulse. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant. The device exhibited telemetry connections issues during procedure. Technical services (ts) discussed that since the active telemetry connection was lost the device probably operates as it is currently in an active telemetry session and will need to wait nearly five minutes to allow the device to time out. Ts recommended to apply a magnet to re start the telemetry command frequency and to turn off all external equipment. The field representative tried all of those options but still cannot interrogate the device. Ts indicated to consider doing 60/60 magnet reset and talked about beeping tones after reset, using a stethoscope to listen for beeping as well. Furthermore, the magnet reset was done, and the device still could not be connected. Subsequently, another device was implanted. No adverse patient effects were reported.